Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient when switching from an arrow pump to a cardiosave intra-aortic balloon pump (iabp), the customer reported getting autofill failure. The night shift had reported a slight hiss of the helium tank when they changed it out overnight. The helium indicator showed approximately ¾ of the way full at the time of the call. Customer removed the tank, check the washer, and reinstall the helium tank without issue. Helium indicator showed over ½ of the way full after they reinstalled the helium tank and there was an immediate autofill failure. The patient was placed back on the arrow pump and the arrow 1800 number was provided to the customer for additional support. There was no patient harm reported.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- d10- concomitant product.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - d1, d4, h6 (investigation findings).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d7, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field: e1. A getinge field service engineer states no service call was requested. A pm was performed after incident occurred and the unit passed all functional, leak and safety tests.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: d4 (UDI).